Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, she had to change her infusion set one day early due to high and she stated there wasn't a reason for them to be high. In the morning the customer woke up with high blood glucose of 520 mg/dl. Customer treated with insulin pen to lower her blood glucose to 153 mg/dl. Customer state the night prior she wasn't feeling well and she threw up after dinner. Troubleshooting was performed and no anomalies were noted. Customer only mentioned one of her basal rates was changed by her doctor instructions. Customer was unable to find the tubing clamp and his high pressure test wasn't performed. Customer is not returning the device for analysis.